Event description:
It was reported the interior polytetrafluoroethylene (ptfe) liner delaminated from the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. After deployment of the wds, an echo density was observed on transesophageal echocardiography (tee). It was assumed to be a thrombus; however, it was an abnormal appearing thrombus. Aspiration of the sheath was performed without success. A watchman closure device was in place at the time but was suboptimal positioning and a recapture was necessary. After recapture, the wds was removed from the patient body and was unremarkable. Further aspiration of the was sheath was performed without any evidence of thrombus. At this point the echo density was no longer observed on tee. Upon attempting to advance a new wds, resistance was felt by the physician, and the decision was made to remove the was sheath from the body. In troubleshooting, the dilator was reintroduced into the sheath with force and a clear plastic appearing substance was expelled from the sheath that appeared to be attached to the interior. It appeared that the interior ptfe liner delaminated from the sheath. It was noted that the material from the sheath did partially embolize into the patient as it appeared that part of the liner was entangled in some of the pectinate. No attempt was made to remove the liner from the pectinate. The physician decided to go back up with a new was sheath and closure device and deployed over the top of the material ultimately trapping it in the appendage. The sheath was set aside, and the procedure was then successfully completed with an alternate sheath and device. There were no patient complications, tissue damage, pericardial effusion or issues observed. The patient had a neurological exam completed post procedure which confirmed there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: a watchman fxd curve access system (was) was returned for device analysis. The device was visually examined. Visual and borescope inspection revealed the inner liner delaminated. A review of the media provided confirms the reported event as the inner liner is separated from the access system. Materials testing and characterization (mtac) testing was also performed on the returned device. Mtac test results indicate the root cause of ptfe liner delamination is insufficient interface contact between the pebax tie layer of the liner and the pebax sheath resulting in decreased adhesion between the liner and the sheath compared to control samples. This decreased adhesion might be induced by incomplete reflow or less constraint from the shrink tubing, resulting in the incomplete fusion of the pebax tie layer of the liner to the pebax sheath. Product and media analysis confirmed the reported event as the inner liner was delaminated.

Event description:
It was reported the interior polytetrafluoroethylene (ptfe) liner delaminated from the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. After deployment of the wds, an echo density was observed on transesophageal echocardiography (tee). It was assumed to be a thrombus; however, it was an abnormal appearing thrombus. Aspiration of the sheath was performed without success. A watchman closure device was in place at the time but was suboptimal positioning and a recapture was necessary. After recapture, the wds was removed from the patient body and was unremarkable. Further aspiration of the was sheath was performed without any evidence of thrombus. At this point the echo density was no longer observed on tee. Upon attempting to advance a new wds, resistance was felt by the physician, and the decision was made to remove the was sheath from the body. In troubleshooting, the dilator was reintroduced into the sheath with force and a clear plastic appearing substance was expelled from the sheath that appeared to be attached to the interior. It appeared that the interior ptfe liner delaminated from the sheath. It was noted that the material from the sheath did partially embolize into the patient as it appeared that part of the liner was entangled in some of the pectinate. No attempt was made to remove the liner from the pectinate. The physician decided to go back up with a new was sheath and closure device and deployed over the top of the material ultimately trapping it in the appendage. The sheath was set aside, and the procedure was then successfully completed with an alternate sheath and device. There were no patient complications, tissue damage, pericardial effusion or issues observed. The patient had a neurological exam completed post procedure which confirmed there were no patient complications.